Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow up report will be submitted.

Event description:
Endologix was made aware of a possible endoleak type iiia of the proximal and main body stent. Patient was initially scheduled for a secondary on (B)(6) 2017 but suffered a stroke. Secondary was canceled, patient is currently being monitored.

Manufacturer narrative:
No additional investigations of this reported complaint are planned, endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed.

Manufacturer narrative:
At the completion of the clinical evaluation, based on the information received there were substantial evidence to support the following reported events; endoleak type iiia was found to be an endoleak type iiib of the main body stent near the inferior stent margin of the cuff. Additionally there was evidence to reasonably support the following observation; inadequate seal at the implant, and subsequent endoleak type ib of the left common iliac artery at 90 months. Cumulative knowledge informed by past assessment of similar complaints was applied to a review of the available medical information. The most likely cause of the compromised stent graft integrity was the use of strata material in combination with remodeling of the system and the pre- implant angulation of the aortic neck (anatomy-related). No user, or procedure-related contributing issues or procedure-related harms were detected. No cautionary or off-label product use conditions were observed. Associated clinical harms for this device failure included: a secondary endovascular procedure, and, a type iiib endoleak of the main body stent. Post repair, the patient was reported as stable. There were no further reports of negative patient sequelae. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; upgraded graft material (i.e. Duraply) and updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014. The type iiib endoleak rate for afx manufactured and implanted before these corrective actions were put in place is trending at 2.5%. Since the corrective actions were implemented, the type iiib endoleak events reported for afx devices has been reduced to <0.2%. Root cause investigation was carried out for all afx complaints having an identified failure mode of a type 3b endoleak. Endologix implemented the following corrective actions with the intent of reducing type 3b endoleak events; upgraded graft material (i.e. Duraply) and updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014. The type 3b endoleak rate for afx manufactured and implanted before these corrective actions were put in place is trending at 2.5%. Since the corrective actions were implemented, the type 3b endoleak events reported for afx devices has been reduced to <0.2%. Incidentally, at implant, the aneurysm was not excluded near the left distal stent margin for unknown reasons. The most likely cause of this non-device issue was the suboptimal placement of the left inferior stent margin within a dilated left iliac artery (anatomy-related and user-error). At 90 months post implant, clinical harms associated with this non device issue included: localized type ib endoleak of the left common iliac artery. Lot information was not received and a manufacturing review was unable to be performed. Device was not returned, therefore, sample evaluation was not completed. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety.

Event description:
Additional information received that the patient received a relined with two suprarenal device to successfully resolve the issue. Patient was reported to be in stable condition post procedure.

Manufacturer narrative:
No additional investigations of this reported complaint are planned, endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed.